Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h4, h6, h11. Corrected fields: d4. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: charged coupled device (r-unit) and the cable unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The following is included in instruction for use (IFU): chapter 2.5 general dangers, warnings and cautions caution risk of injury to the patient and/or the user the use of a damaged product or of a product with improper functioning may cause an electric shock, mechanical injury, infection, and/or thermal injury. ¿ before each use, observe the instructions in the section ¿inspection¿ in this document. ¿ do not use a damaged product or a product with improper functioning. ¿ replace a damaged product or a product with improper functioning. Chapter 8.2 procedure warning risk of burns a malfunction of the video telescope can cause image loss and heating of the distal end. If the image is lost constantly, immediately remove the video telescope from the patient. Warning risk of injury to the patient due to loss of endoscopic video image or poor image quality problem: - the video image disappears during the procedure. - poor image quality. Countermeasures: 1. Switch off the video system center. 2. Make sure that all system components are connected properly. 3. Switch on the video system center. 4. If the video image does not reappear, replace the video telescope. 5. Contact an authorized service center. Chapter 8.3 troubleshooting problem : image loss cause : equipment is not connected properly remedy : switch off the video system center. Check that the equipment is connected properly. Switch on the video system center. If these measures do not solve the problem, replace the endoscope. Contact an olympus representative. Chapter 8.4 after use notice risk of damage to the product pulling on the cable may damage the product. ¿ pull on the connector casing of the light-guide connector when disconnecting the endoscope from the light source. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that after image noise there would be no image displayed. The event would occur intermittently.

Event description:
It was reported the rigid video scope had an image abnormality. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.